Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had shut off without a warning during a carelink upload. The customer¿s blood glucose during the incident was unknown. The customer was at work during the call and did not have time to troubleshoot. A replacement for the device was requested. The insulin pump will not be returned for analysis.